Manufacturer narrative:
Ra has received the incident device and the product has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of the investigation.

Event description:
Procedure performed: lap chole. Event description: trocar was being used for the camera port. At the end of case, scrub noticed a piece of cannula missing from tip. Type of intervention: looked and looked in patient but could not find it. Patient status: they said there was no initial injury to patient, but could not find piece.

Manufacturer narrative:
Investigation summary: the event unit was returned to applied medical for evaluation with the balloon inflated. Upon inspection, engineering was able to confirm the complainant's experience of cannula tip fracture. The internal components inside the balloon insufflation port were also observed to be dislodged. Tested confirmed that the balloon was able to inflate and retain air. It is likely that the cannula tip fracture was caused by a combination of force applied on the cannula during the procedure and lipid exposure. The dislodgment of the internal components of the insufflation port is unrelated to the complainant's experience and was likely caused by an external force applied to the insufflation port by a syringe that was not provided with the product. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.